Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger was frozen and screen was blank. The patient reported their programmer showed that the ins battery was dead. The patient reported they charge at night time and when they hold the antenna on ins they get 6-8 coupling bars but if they move or lay down they will only get 2 bars. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.